Event description:
Pt took sliding scale insulin dose based on reading from accu-check advantage machine of 500. Pt out with family, became more and more lethargic and confused. Family brought pt to emergency dept. Ed tested blood sugar and found it at 37. Pt was given food and dextrose inj and admitted to hosp. This was the 2nd time in 1 week pt had been admitted for this problem.